Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue. Root cause is determined to be the reed switch assembly part, sw5, from pcb assembly. Customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not power on when the lid is opened. There was no patient use associated with the reported event.